Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that her daughter experienced high blood glucose was 600mg/dl and had moderate to large ketones. Customer treated high blood glucose with manual injection for 9 units of insulin. Customer¿s current blood glucose was 305mg/dl. The drive support cap appears normal. Customer does not allege pump was under delivering. Customer advised to monitor the insulin pump and call with any issues. Insulin pump will not be return for analysis.